Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45 curved tip was analyzed and found to have a torn snake wrist cover. The tear measured roughly 0.025" - 0.499". Visual inspection displayed signs of missing fragments. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler sureform 45 curved tip was observed to have torn listings. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer clarified that the torn listings that were observed was a torn wrist cover on the stapler sureform 45 curved tip. The stapler sureform 45 curved tip was inspected prior to use and there was no damage or anything out of the ordinary. No fragments fell into the patient. Before the reported event occurred four fires had been performed. The surgeon did not notice any issues with the functionality of the stapler sureform 45 curved tip. The stapler sureform 45 curved tip was removed during the surgical procedure prior to the breakage and the wrist was straightened prior to removal. The surgical staff did feel resistance upon removal of the instrument through the cannula and the stapler sureform 45 curved tip was difficult to remove. The procedure was completed robotically and there was no patient injury or harm. The patient as not returned to the hospital due to experiencing any post-surgical complications.